Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed, had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The original piston foam was removed and inspection revealed that the piston foam was deteriorated. A service history review revealed that the piston foam had been replaced during a previous service. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.